Event description:
Other devices: 1st choice test stips20 patients tested by endocrinologist to determine if the system was reporting accurate results. He compared the diascan system results with the hospital laboratory results. The machine was calibrated and controls run prior to every test. Different lot were utilized in the study. It was found that the mean error was 46.3% (range +10.8% - 76.1%). Most errors recorded figures lower than actual readings. Data is available upon request. These results show significant problems with either the diascan machine or the 1st choice test strips. Facility plans to change to a different vendo as a result of this analysisinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.